Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Date of insertion ¿ (B)(6) 2023. 3 days dwell time. 0 dressing changes. Pump beeping downstream occlusion, nurse assessed dressing and noted pink fluid under dressing. Leak found at purple hub when attempting to flush line.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the customer, there was no sample available for review. Additionally, there has been no visual evidence provided to support the alleged complaint. Without such evidence, this complaint could not be confirmed. According to the customer, there was no sample available for review. Additionally, there has been no visual evidence provided to support the alleged complaint. Without such evidence, this complaint could not be confirmed and determining a definite root cause and an appropriate corrective action is not possible. There was one similar complaint in the lot.